Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had audio anomaly as they were sure the alarm does not beep. The customer¿s blood glucose was 330 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. The device was programmed with a test guardian 2 link sensor and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate now message properly after completion of the warm up. The device calibrated and displayed the programmed test value, 135 mg/dl, properly on the display graph. The glucose simulator value was raised to 220 mg/dl and the pump alerted on high with audio tones at 161 mg/dl properly. No audio/vibrate anomaly/absence of alarm noted during testing.